Event description:
The medsun report was from the nurse manager: kangaroo feeding pump kept alarming "system error" resulting in taking pump out of service and not finding anything wrong. Staff tried replacing the tubing and that seemed to fix the issue. May be a bad batch of tubing. Have the tubing that was used, but not the package it came in. She also had sent me this email: I wanted to make you aware of an issue on tcu with our tube feeding tubing. The kangaroo pumps have been frequently alarming "system failure" and staff have been ordering new kangaroo pumps, but the real problem is the tubing. I saved one of the tubings that was having issues, but I do not have the bag it came in. Have you heard about any issues related to this product? Feel free to contact me if you have questions. Manufacturer response for kangaroo epump set, kangaroo (per site reporter): I spoke to product monitoring. She gave me the (B)(6) to send the device back.